Event description:
Intra-aortic balloon catheter (iab) was inserted and the balloon would not inflate. The iab catheter was removed and another insightra iab catheter was used to provide treatment.

Manufacturer narrative:
This MDR was prepared based on a 483 observation during an FDA inspection from (B)(6) 2015 and retrospective review of customer complaints.